Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected vitros myog result was obtained from a single patient run on the vitros 5600 integrated system. A definitive root cause for the event could not be determined. However, an instrument related issue or a reagent related issue cannot be ruled out as contributing factors. Acceptable performance was obtained following service actions on the instrument by an ocd field engineer.

Event description:
The customer obtained a non-reproducible, lower than expected vitros myog result (117.7 vs. Expected results = 142.0 ng/ml) from a single patient run on the vitros 5600 integrated system following a calibration event. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the customer retested the sample on a different analyzer after a successful calibration. There was no report that the affected sample result was reported from the laboratory. There was no report of patient harm as a result of this event. (B)(4).